Event description:
It was reported that the pump touch screen was delayed in response. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.